Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow-up in clinic, right ventricular oversensing episodes due to noise causing pacing inhibition in a dependent patient was observed. Patient was asymptomatic. Device was reprogrammed. Patient was stable and discharged with no symptoms and no adverse events throughout the event.